Event description:
Sensor #(B)(4). On (B)(6) 2011 at 0742 sensor lying in crib, not on baby, not alarming - failure of infant security system. On (B)(6) 2011 at 0915 alarming but sensor and band checked and ok. On (B)(6) 2011 at 0922 alarming again, sensor and band ok. On (B)(6) 2011 at 0926 alarming again for no apparent reason. Band had to be changed to stop constant alarming. Exp date: sensors (B)(4).